Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized on (B)(6) 2014 with hyperglycemia. He began to vomit and feel sick on (B)(6) 2014. On (B)(6) 2014 at approximately 12:00 p.m., his wife detected the cartridge was empty but the volume indicator read 149 i.u. She changed the cartridge and infusion set, and his blood glucose was "hi" (>600 mg/dl) around 2:00 p.m. He was transported to the hospital by ambulance, and he was placed in an artificial coma and received an insulin infusion. His blood glucose reached 1,200 mg/dl, and he had double pneumonia and aspirated vomit into his lungs. The alleged product was requested for evaluation.